Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 524 mg/dl. The customer had symptoms such as tiredness, felt out of it and treated with bolus from pump. Customer's blood glucose value was 524 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018 and customer reported that they have not contact their healthcare professional. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose values. Troubleshooting was not completed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.